Event description:
The manufacturer was notified on 22 mar 2016 that a patient who has perceval valve access to emergency room on (B)(6) 2015 for decompensated heart failure, (B)(6) 2015 - patient died due to endocarditis (cardiovascular mortality).

Manufacturer narrative:
Part of report updated to provide UDI.